Event description:
It was reported that when trying to interrogate a device the programmer screen completely froze on the startup page and was unresponsive. The programmer was rebooted and initially it seemed fine but as soon as it was started to interrogate a device but then it came up with an error message. No adverse patient effects were reported. The programmer remains in service.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.